Event description:
It was reported that during a low anterior resection the surgeon was using the device in the sigmoid colon and said when he fired it that it felt like he was using a circular stapler. He felt a strong crunch and he was barely able to squeeze the handles together. The surgeon stated that the staples were totally unformed, none had been shaped correctly, and he had to hand sew the anastomosis. The surgeon did a colonoscopy on day 7 after the procedure and the staple lines looked complete and correct. They had to take the patient into surgery for a colostomy. The surgeon reported that this added at least a couple of hours onto the surgery. The surgeon thought that maybe the rectal tissue was too thick for the instrument he chose.